Manufacturer narrative:
Sensor (B)(4) has been returned and is currently in investigation process. A follow up report will be provided once all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, ¿incompatible sensor¿, when scanning the adc freestyle libre 2 sensor. Additionally, the customer reported that due to this, she received unspecified medical treatment for diabetic ketoacidosis. No further information was provided as the customer declined to continue the troubleshooting process. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the error message, ¿incompatible sensor¿, when scanning the adc freestyle libre 2 sensor. Additionally, the customer reported that due to this, she received unspecified medical treatment for diabetic ketoacidosis. No further information was provided as the customer declined to continue the troubleshooting process. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh004pw5hh has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed in the event log. This complaint is not confirmed due to use as there was no insertion failures, which is the evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.